Manufacturer narrative:
Continuation of d10: product ID: m943899a, product type: accessory, b3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller says that the patient has to charge their implant every day, and with their old implant they could go 3-4 days without charging. They said that the belt doesn't keep the recharger in the right place to charge, so they went back to using the adhesive discs from the old implant but they have run out of discs. Caller says that they were told by the representative the second time they went in to get the settings as close to the original settings as they could, that the battery would last about a day, but they have to charge every day. Reviewed that pats can't send adhesive discs for an intellis patient as it's a non-conformance and to speak with hcp. Pt rep mentioned that pt had mrsa last year. The patient was redirected to their healthcare provider to further address the issue.